Manufacturer narrative:
Date sent to the FDA: 05/27/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that he patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced severe and chronic pain/ discomfort, inflammation, seroma between mesh and sheath, and adhesions to the bowel and abdominal wall. No additional information was provided.